Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was ejecting clips while preloading. The probem occurred prior to use on patient. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.